Event description:
Per physician: pt has had some difficulty with inappropriate detections on his device and sensing issues. Electrograms showed qrs was not being sensed but the t wave was apparently on the electrogram. In addition, there was massive oversensing during these times without electrograms corresponding to the oversensing. He was not sure if it was the lead or the device so he removed both. Both the implantable cardioverter-defibrillator lead and implantable cardioverter-defibrillator were removed and replaced.